Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2020-33433

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-33433. It was reported high impedance was found on the patient's drg leads located at l5 and s1. Imaging results revealed both leads to be fractured. As a result, both leads were explanted and replaced to address the issue.